Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through visual inspection. The device was repaired and returned to the manufacturer loaner pool.

Event description:
It was reported that during testing conducted at the manufacturer facility the rubber boot of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility, the rubber boot of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.